Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two (2) devices were received for evaluation; one (1) event was confirmed during testing. One (1) device was found to be affected by potted trigger damage. The reported event was not confirmed for 1 device; the device was found to be within specification for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. One (1) reported event had no patient involvement and no patient impact. One (1) reported event had patient involvement and no patient impact.